Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent drops in r wave amplitude measurements, increased threshold measurements, and oversensing of right atrial (ra) signals. Technical services (ts) discussed with the health care professional (hcp) at that time that there had been no stored episodes for the prior year. The patient was brought into their clinic for testing and the oversensing was reproduced. Therefore the device was reprogrammed. Additional information was received which reported that the rv oversensing of ra signals continued, and the patient received anti-tachycardia pacing (atp). The lead was surgically abandoned and replaced due to these issues. No additional adverse patient effects were reported.